Event description:
It was reported that 6 bd safetyglide¿ needle clogged. The following information was provided by the initial reporter: they won¿t extract the serum from the vial or if they do, then they can¿t inject the serum into the patient¿s muscle.

Manufacturer narrative:
Investigation summary: five samples were provided to our quality team for investigation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. One sample did not expel the solution due to clogged. This defect could occur if there was a process variation at the lubrication station inducing the symptom reported. Verification of the needle lubricant application process was performed. The settings were correct and the flow of products was good. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that 6 bd safetyglide¿ needle clogged. The following information was provided by the initial reporter: they won¿t extract the serum from the vial or if they do, then they can¿t inject the serum into the patient¿s muscle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.